Event description:
A customer reported a malfunction with the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer used manual daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery and contacted technical support, who assisted with resetting the pump. Despite reset attempts, the issue persisted, leading technical support to arrange a replacement pump. The customer was instructed to return the faulty pump using a pre-paid label within ten days and agreed to follow the necessary storage procedures before returning it.